Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for evaluation. Visual inspection of the returned sample revealed the device was broken in the middle of the piece. The broken fragments were returned the broken complaint condition could be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that on an unknown date, the rp tibial impactor was cracked. Upon manufacturer investigation, it was determined that the device was broken. This report is for an attune rp tibial impactor. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The device was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed the attune fb tibial impactor, was broken in the middle of the piece. The broken fragments were returned. No other problems identified. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune fb tibial impactor would contribute to the reported device issue. This product issue will be addressed through depuy synthes quality system. The attune system impactor, a new product code (254401004) design, was launched encompassing the functions of all three attune impactors in a single product code. While the system impactors have been implemented into the field, a significant proportion of the existing impactors will remain. Therefore, this may contribute to the residual risk that there will continue to be complaints received. As part of the quality escalation, a field action was undertaken to issue a notice to all users of the potential for failure and the need to regularly inspect components for damage. As part of the field action, no other action was taken, and the components were left in the field. Whilst some residual risk is present, this risk is deemed to be acceptable and therefore no further action is necessary. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed specification review was not performed since it was not applicable to the complaint condition. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.